Event description:
It was reported occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed the cartridge and resumed insulin therapy. Customer also reported using cold insulin, which is considered off label insulin use.